Manufacturer narrative:
After further review MFR#2916837-2021-00058 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that after service with bd lsrfortessa x-20 so waste leakage leaked outside of instrument. The following information was provided by the initial reporter, translated from german to english: after the service was with us this week due to a misaligned uv laser immediately after maintenance, the flow station pump now has a defect. Despite the pumping noise, the intermediate tank is not pumped out and overflows at some point.

Manufacturer narrative:
Medical device expiration date: na initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after service with bd lsrfortessa x-20 so waste leakage leaked outside of instrument. The following information was provided by the initial reporter, translated from german to english: after the service was with us this week due to a misaligned uv laser immediately after maintenance, the flow station pump now has a defect. Despite the pumping noise, the intermediate tank is not pumped out and overflows at some point.